Event description:
It was initially reported that the pt was "feeling drug even at lowest concentration at minimum rate". The hcp planned to stop the pump and remove the pump. It was later reported that the event was not attributed to devices. Pump was placed in shut off mode. The pt had been receiving morphine 5 mg/ml - minimal rate. Per the hcp, the pt experienced an "adverse reaction to med" with somnolence; cardiovascular problems; nausea; respiratory problems and vomiting. The MFR's device registration system indicated that the device was removed. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).